Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced high glucose readings after breakfast, reportedly over 400 mg/dl before trending down, and the caregiver disclosed routinely announcing additional meals without food intake to obtain extra insulin, which constitutes an improper procedure and involves the user interface for meal announcements. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included minor illness or impairment. Investigation included communication with the caregiver and analysis of information provided by the caregiver and school nurse. Investigation of this case revealed no device problem and identified a usage problem related to announcing second meals without eating, which can maladapt the algorithm, with the user interface implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.